Event description:
Pt having esophagogastroduodenoscopy and esophageal dilatation using american dilator w/marked guidewire. Upon extraction of guidewire, distal spring portion of guidewire remained in pt subsequent egd failed to locate spring; pt sent for x-ray & spring observed on films; pt admitted to hosp for CT scan & subsequent surgical foreign body removal.